Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform operating currents test, displacement test, rewind, basic occlusion or occlusion tests or verify battery out limit alarm due to unresponsive keypad and button. No frozen display noted during testing. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the buttons were unresponsive. The customer reported that they received a battery out limit alarm after removing the battery. The customer stated that the display was frozen. The customer reported that the insulin pump was alarming at the time of call. The customer's blood glucose was 20 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.